Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery and had a high blood glucose but not hospitalize. Customer's blood glucose level was 600 mg/dl. The customer stated that he had high blood glucose because he was sick. Customer declined to troubleshoot.